Manufacturer narrative:
(Report 4 of 4). Additional information was received identifying 1.5mm hex driver tip, locking groove (part number 80-0728) as the driver's part number in the event. However, manufacturing and inspection records still could not be reviewed as the batch/lot number of the driver is unknown. There are 4 related report numbers for this event 3025141-2024-00514 - 3025141-2024-00517.

Manufacturer narrative:
The reported drivers were not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model numbers and batch/lot numbers of the drivers are unknown. Based on the information received, the root cause could not be determined.

Event description:
(Report 4 of 4) it was reported during surgery that four driver tips (part numbers not provided) broke. The surgery was completed with devices from a different manufacturer. There were no adverse patient consequences reported. Request were made for more information to no avail. There are 4 related report numbers for this event 3025141-2024-00514 - 3025141-2024-00517.